Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Additional observation(s) found unrelated to the reported complaint included: the instrument was found to have thermal damage on the distal end and a damaged conductor wire at the yaw pulley. There was no fragmentation of the insulation and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument also had mechanical indentations on the yaw pulley. There was no material missing. The instrument was found to have a broken conductor wire within the bipolar yaw pulley. The conductor wire was broken inside of the yaw pulley (note: break was not visible due to location). The instrument failed the electrical continuity test, confirming a complete break in the wire. The instrument grips were manually manipulated and intermittently passed continuity confirming the cable break. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument had a broken cable. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.